Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 100 mg/dl and the sensor glucose was 60 mg/dl and other blood glucose value was 99 mg/dl to 300 mg/dl when sensor glucose were 200 mg/dl. The customer was assisted with troubleshooting. Insulin delivery was not suspended due to sensor values. Customer states the sensor glucose value that triggered the suspend on low or suspend before low event was 60. Customer states the low limit in sensor settings was 90. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened or used.